Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a cracked tube. This event occurred 3 times. The following information was provided by the initial reporter and translated to english. The customer stated: "this is a report about damaged tube. There were scratches/damages found on the area of about 1cc from the tube bottom."

Event description:
It was reported when using the bd vacutainer® edta 2k there was a cracked tube. This event occurred 3 times. The following information was provided by the initial reporter and translated to english. The customer stated: "this is a report about damaged tube. There were scratches/damages found on the area of about 1cc from the tube bottom."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged/ scratched tube with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of damaged/scratched tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.